Event description:
It was reported that the patient experienced loss of therapy due to one lead exhibited high impedances. As a result, surgical intervention was undertaken wherein one lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.